Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer experienced hyperglycemic symptoms and was taken to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis and was treated with an unknown "dropper" of solution. The customer now uses inulin pens as therapy. It is unknown how long the customer was hospitalized.